Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check. The cs300 intra-aortic balloon pump (iabp) monitor not working. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that before use the cs300 intra aortic balloon pump (iabp) monitor that was not working. There was no patient involvement or adverse vent reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled the monitor and cleaned out the electrical connections on the inverter pcb and the color video recorder assembly. Functional diatomist tests were performed with positive outcomes. The unit passed functional and safety checks and was returned to normal use.

Event description:
N/a.